Manufacturer narrative:
Concomitant product: 6935 lead, implant date: unknown; 5594 lead implant date unknown. Product event summary: the device was returned and analyzed and the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no performance data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Event description:
The implantable cardioverter defibrillator (ICD) was returned to the manufacturer with no information and subsequently tested out of specification during analysis. No patient complications have been reported as a result of this event.